Manufacturer narrative:
The subject devices have not been returned to omsc for evaluation. There was no malfunction report of the subject device. Since the serial numbers of these devices were not informed, omsc could not confirm the manufacturing history (DHR). The reprocessing manual for the USA of the subject device instructs customers to conduct sterilization. The exact cause of the reported event could not be conclusively determined.

Event description:
On april 2, 2019, olympus medical systems corp. (Omsc) received a literature titled ¿flexible ureteroscope reprocessing: are high level disinfected reusable scopes as clean as we assume?¿. The literature reported the study result on 389 cases of microbiological testing for ureteroscope (usc) before and after flexible ureteroscopic procedures between december 2015 and december 2017 at the user facility. The literature reported that 20 pieces of usc (olympus endoscopes; model urf-v2 or urf-p6, or non-olympus endoscopes; model flex-xc or flex-x2) were used in the procedures. In the 389 procedures, preoperative cultures were positive (30 cfu/ml of skin flora or 10 cfu/ ml of uropathogens ) in 47 procedures and uropathogens were found in 9 of the 47 positive cultures. In one case, the preoperative culture contained the same bacteria type (s. Aureus) as in the prior postoperative culture of the same usc. The literature concluded as follows: microbiological contamination of reprocessed usc was found in 12.1% ( = 47 / 389 ) of all procedures. Cumulative usc use was not associated with a higher probability of preoperative contamination. The findings of this study indicate that there are flaws in high-level disinfection reprocessing. There was no information on which model of the endoscope was used in each procedure. Therefore, olympus is submitting MDR according to the number of the device model type. This is 1st of 2 reports (this is report for urf-v2.)